Manufacturer narrative:
Date sent: 7/17/2007.

Event description:
It was reported that during a colostomy procedure the device was fired and the staples were malformed. The customer used another similar device to complete the case with no patient consequence.